Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump. The indication for use was not provided. It was reported in the past year the healthcare provider had a patient overdose from their pump, due to changing altitudes. The healthcare provider had no further information about the event. The healthcare provider thought the event had been reported to the manufacturer, but they were not certain. The healthcare provider was requesting information on the effects of pumps with changes in altitude.